Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the bcd10 instrument tip fell into the pt. The part was retrieved an no further complications.